Event description:
Additional information was received from the patient stating they didn't have to go to the doctor as the reset they did on their last call solved the problem. Agent reviewed question was referring to what patient reported in this case and patient repeated they mentioned on that last call that stim was traveling up and down and could get a little uncomfortable, but once they reset the controller, they were able to use everything like normal again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that about 3 days ago, they noticed manually increasing stimulation when lying down, instead of decreasing it as done routinely in the past. Pt suspected stimulation was adjusting automatically. The issue first occurred a couple of months ago for a day or two and recurred about 3 days ago. Pt denied recent falls, trauma near the implant site, or significant weight changes. Agent redirected pt to healthcare provider (hcp) for further evaluation. Pt mentioned historical issue when pt mentioned that about 6 months ago, their ins would not turn on and their manufacturing representative (rep) 'reset' their device.